Event description:
It was reported that the patient presented to the emergency room feeling fatigued. No pacing support was observed and the patient's intrinsic rhythm was 37-41 beats per minute. The hardware elective replacement indicator byte and ID byte could not be obtained. Due to telemetry corruption, further troubleshooting could not be performed. The pulse generator was replaced.

Manufacturer narrative:
Final analysis found the pulse generator in backup operation due to a sudden drop in battery voltage. The product code was corrupted, with multiple flipped bits. The battery had dropped suddenly from 2.66 v to 2.23 v. The flipped bits had caused high current drain which depleted the battery, causing the no output and no telemetry. When a new battery was installed, normal device function ensued.